Event description:
The patient stated that some times the needle popped out, maybe twice. The patient indicated that this situation happened after 5-6 hours and patient does not know why, since patient was not doing anything extraordinary.